Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported a false-postive result. Asymtomatic and follow up test was conducted however, no additional inforamtion about the type of follow up test was provided. The follow up test was a negative.